Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges when attempting to deliver a bolus. Customer's blood glucose level was 200 mg/dl. The customer indicated that the health care provider would be consulted regarding backup therapy.